Event description:
Per the clinic, at initial activation the patient had no reported auditory percepts. Upon further investigation it was found that the electrode array was not in the cochlea. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).